Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's home remote monitoring equipment detected a low, out-of-range (oor), shock lead impedance for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system. The field representative and health care professional (hcp) consulted with boston scientific technical services (ts). It was discussed that the low, oor reading was 0 ohms, and that emi could skew the value. All other measurements were stable in the 40 ohms range, other lead measurements were normal and stable and no noise was noted on the lead. Clinic evaluation was recommended. Additional information was received that clinic evaluation was not done and the clinic will continue with regular follow-up. No adverse patient effects were reported.